Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (200-300s mg/dl) and insulin pens were administered to address the bg level. The customer thought that the pump was not functioning and was the cause of the high bg. The customer had changed the cartridge and infusion set site multiple times. Tandem technical support performed a system check and no device issues were found. A tandem clinical diabetes specialist spoke with the customer and after the customer changed the vial of insulin, the bg level returned to the "normal range".

Manufacturer narrative:
Product problem box unchecked. (B)(4).